Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 12/21/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/21/2013 with the following findings: the black box shows two replace battery alarms and 1 low battery warning on (B)(6) 2013. The battery compartment is cracked. There was corrosion seen in battery compartment and on battery cap. Pump failed leak testing with battery compartment leak. The display is faded. The pump was opened for further investigation and there was no evidence of moisture seen inside the pump. The power flex, battery terminal connections and pcb components were inspected; no defects were found. (B)(6).